Manufacturer narrative:
The country of origin is (B)(6). Occupation is lay user/patient. The customer's returned test strips were measured on reference meters with a high level control sample: testing range (2.5-3.1 inr): returned strips test 1: 2.9 inr, returned strips test 2: 3.0 inr, retention strips test 1: 2.8 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. At 6:30 a.m. The meter result was 3.0 inr and at 7:30 a.m. The laboratory result was 4.79 inr. It was noted that the patient had to squeeze their finger to get blood. The patient's therapeutic range is 2.5-3.5 inr and tests once a week. The patient is in good health.